Manufacturer narrative:
Upon further review, this record has been identified as a duplicate. This is the duplicate of pr # (B)(4), which is the pr ID of the actual complaint., and is associated with MFR report number 2518422-2023-28501. All subsequent reporting activity has been documented under this manufacture reference number.

Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint by the manufacturer's field service engineer (fse) on the v60 indicating while performing a retrofit fco and after replacement of the power management printed circuit board assembly (pcba) it was observed when testing, the device has failed in battery. It was reported there was no patient involvement at the time the issue was discovered. Additional information is being requested. Resolution and disposition are pending - investigation ongoing.